Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was returned to the fph service center in (B)(4) where it was inspected by a trained fph service engineer. Our investigation is accordingly based on the service report provided by the fph service engineer. Results: the fph service engineer reported that the gas outlet port was damaged. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The physical damage observed was most likely due to impact to the subject neopuff unit. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff unit was repaired and returned to the medical center after passing the performance tests specified on the neopuff technical manual.

Event description:
A medical center in (B)(6) reported that an rd900aeu neopuff infant resuscitator had a broken gas outlet port. This was observed after use on a patient.